Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, when the physician attempted a defibrillation threshold (dft) test it was not successful. The field representative noted that telemetry was lost so they had to start a new session. The second dft was successful and the subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted without further incident and remains in service. However, the field representative was unable to locate the first telemetry session in order to obtain the time to therapy. Boston scientific technical services (ts) was consulted and discussed that if telemetry was interrupted and they were unable to find the details from the first session the data was not stored due to the telemetry session not being ended properly. No adverse patient effects were reported.